Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during an esophagectomy the device did not seal as expected. An end tone was provided by the generator in use. There was no bleeding reported and there was no patient injury. Another device of the same type was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation and visual inspection found no defects. The reported condition was not confirmed. The device was received clean with no eschar or residual blood between the jaws. The device was mechanically tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaws opened and closed normally when the latch was retracted and released. Jaw force was acceptable. Power curve testing was performed and passed at all levels. The device was plugged into a force triad generator with the generator set at 2-bars. Full thermal effect per cooking and steam was visually verified when tested on simulated tissue. Full thermal effect per cooking and steam was visually verified when tested on multiple samples of varying thickness porcine renal tissue. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.